Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 37 or pump error 43 noted. Motor was tested outside device and passed. However, unit received with corroded motor home switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple pump errors. The customer's blood glucose level was unknown. The customer reported that they did load reservoir and fill tubing process. The customer reported that the self test was okay. The device will be returned for analysis.